Manufacturer narrative:
H10: the sample was received for evaluation with white mini cap. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage, clamp function, and integrity testing was performed with no issues noted. The reported condition was not verified. The device met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the patient connector of a minicap transfer set and the titanium adapter which resulted in a leak. The patent noticed their shirt was wet. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced, however there was no allegation against the titanium adapter. There was no patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.